Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device and all of the subsequent fragments were returned. Visual inspection of the device found that the device had been fractured into three pieces with the central post, and both condyles make up the fragments. The device also exhibited extensive use as indicated through nicks and gouges found along the surfaces. DHR was reviewed and no discrepancies were found. The device had an approximate field life of one (1) year and three (3) months with an unknown frequency of use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.